Event description:
The customer reported that a unicel dxc 800 synchron system produced both high and low results for multiple cartridge reagents during a quality control (qc) run. The customer also reported liquid under a reagent probe. The leak was contained to the instrument. The operator wore gloves and a gown while operating the instrument. There were no reports of direct contact with the leak or of injury in connection with the leak. The customer reports that ten patient results for multiple analytes were affected. These results were released from the laboratory and were later amended. The customer stated there was no change to patient treatment as a result of this event. Patient data was not provided by the customer.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse found a loose reagent syringe plunger. The fse replaced the barrel on the loose reagent syringe. There were no further reports of leaks or of out of range results during quality control (qc.)